Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was 259 mg/dl. Customer received the alarm and try to fix it by trying couple of batteries. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance j6 /pcb 1. No replace battery alert or replace battery now alarm noted during testing.